Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection was observed on both systems. It is unknown how the infection occurred. There were no allegations from the physician that capped leads were related to the procedure. Device and leads were explanted on the left side. Device and leads on the right side remains implanted and untouched. Patient was stable.

Event description:
New information noted that the physician felt it would be best to wait before extracting the system on the right side. There is no allegation that the right side contributed to the infection.